Manufacturer narrative:
One smiths cadd cassette was returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were detected. A review of the manufacturing process was conducted by a quality engineer to verify that there are no situations or practices that could create the event as described. The bag loading operation in the cassette line was reviewed; no discrepancies were found. The segregation practice where the burst test takes place in the magnus production line was reviewed; no discrepancies were found. An inspection to the work stations was conducted, in order to verify for sharp edges and sharp objects in the magnus production line and the cassette production line; no sharp objects were found. The leak test was audited during ten (10) cycles, in order to verify that the leak test was properly performed; for each cycle five (5) units are tested. The leak test was performed according to the test method stated in the manufacturing procedure; no leakages were detected during the fifty (50) units tested. Although the leakage was not confirmed, the most probable cause for the complaint is that ay bag was not handled properly during assembly process.

Event description:
Information was received indicating that during use of a smiths cadd cassette the customer noticed leakage from the medication bag. There was no reported serious injury to the patient.